Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced ten infusion set cannula bent events within past two months. All the events occurred within 3 hours of insertion and the insertion site was at abdomen or thigh. For all events the blood glucose level was high (specific value unknown blood glucose ranged from 200 mg/dl). Patient treated all the events with correction bolus via pump and multiple daily injection (mdi) followed by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 10. E1: patient city: (B)(6).